Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber began forward firing. The glass cap of the fiber moved and the fiber tip/cap rotated within the metal cap. It was also noted that the tip did not rotate independently so that the laser aperture was no longer aligned. There was no excessive tissue accumulation on the fiber tip, and the fiber tip was not cleaned during the procedure. It was also noted that the device did not overheat. The fiber was replaced, and a second fiber was used to complete the procedure successfully without any complications to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber forward firing cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported forward firing was not confirmed as analysis identified the aim beam was present at the output window. However, analysis identified the glass cap moved independently within the metal cap indicative of glue failure, and the tp of the glass cap was detached and not returned. Therefore, the event is confirmed based on this finding. It is probable that the glue failure and glass cap tip detachment occurred due to elevated temperatures, near the laser beam output window. Analysis found that the metal cap exhibited mild charred debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap moved independently within the metal cap indicating a glue failure. Additionally, the tip of the glass cap was detached and not returned. The portion of the glass cap that was still intact exhibited mild devitrification. The metal cap exhibited mild charred debris adhesion on its surface, indicative of tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber and the aim beam was present at the output window. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment and glass cap/metal cap misalignment due to glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber began forward firing. The glass cap of the fiber moved and the fiber tip/cap rotated within the metal cap. It was also noted that the tip did not rotate independently so that the laser aperture was no longer aligned. There was no excessive tissue accumulation on the fiber tip, and the fiber tip was not cleaned during the procedure. It was also noted that the device did not overheat. The fiber was replaced, and a second fiber was used to complete the procedure successfully without any complications to the patient.